Event description:
It is reported that the pt is pending revision due to progressive cup motion, without lucency.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: the surgeon noted on the op notes that the pt was morbidly obese requiring an incision 2x the normal size. The op notes were reviewed but did not reveal any additional complications. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Eval: the manufacturing records of the reported devices were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification. No devices or photos were received; therefore the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique.